Manufacturer narrative:
Device evaluation: one smiths medical medfusion 3500 pump was returned for analysis. Visual inspection showed the case bottom had a third-party seal and the plunger seal was intact and the right plunger case was cracked. Review of the event history log (ehl) showed an occurrence of "pump motor drive off post." The investigation involved powering up the pump and running a syringe test. The reported error message was not duplicated during the investigation and it was found that the pump ran noisily at 300 ml/hr. It was verified that the motor wiring and connections were secure, and the battery was charged. The worm coupling and worm gear were found to be worn due to abnormal wear. The problem source could not be identified. The stepper motor was replaced as a preventive measure. The worm gear and coupling were replaced. In addition, the cracked right plunger case was replaced.

Event description:
Information was received indicating that a smiths medical medfusion 3500 pump was extremely loud when calibrating and displayed a system error. No adverse effects were reported.